Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a screw inserter was found broken during a routine inspection after a surgical procedure. There were no reports of surgical or patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: (methods, results and conclusions) - the returned inserter was evaluated. Visual inspection shows the tip of the device is fractured and slightly twisted. The failure was discovered during an inspection and no description was provided of the event that caused the failure, so the cause cannot be established. A review of the manufacturing records did not identify any issues which may have contributed to this event.

Event description:
It was reported that the tip of a screw inserter was found broken during a routine inspection after a surgical procedure. There were no reports of surgical or patient impacts associated with this event.